Event description:
It was reported that the pt's speech discrimination has decreased since approx one month. The external parts were functional. Testing carried out on (B)(6) 2011 shows increased impedance on electrode channels 1, 2, 3, 4, 7, 9 and 10. Testing carried out on (B)(6) 2011 shows increased impedance on electrode channels 1, 2, 3, 4, 6, 7, 8 and 9. The pt was explanted on (B)(6) 2011. As per info from the clinic the pt had tissue in the cochlea, it was not possible to re-insert the electrode or another ci.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.